Event description:
It was reported that the cr insert trial chipped upon impaction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a crack/fractured modified hollow tibial insert trial was reported. The event was confirmed. A visual inspection confirmed the reported fracture. All devices accepted into final stock conformed to specification. There have been no similar previous reported events for this lot ID. The investigation concluded that the reported event resulted from overloading conditions. This damage likely caused by contact with the tibial baseplate. No material or manufacturing defects were identified.

Event description:
It was reported that the cr insert trial chipped upon impaction.